Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Not sure if there was part left inside- retained, vagina [foreign body in reproductive tract]. Tampon half the length of a normal tampon [device physical property issue]. Case narrative: consumer reported via phone that she removed tampon and tampon is half the length of a normal one. No serious injury reported.